Manufacturer narrative:
The device was received fully deployed. Investigation of the device found no damages or defects to the needle mechanism that could result in the early deployment of the needle. The downloaded data shows that the device completed first and second priming sequences before being deactivated at pulse 53. No timeouts or drive stalls were observed in the pod data. The needle mechanism was reset and functioned as intended through manual rotation of the ratchet gear. Although no problems were observed, it could not be determined when exactly the device deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod, upon removal of the needle guard the cannula had deployed early. The patient's blood glucose level was between 70 mg/dl and 120 mg/dl. The pod was not worn.